Event description:
The customer reported to olympus, their 180 series scopes were not working (no image) on the 190 tower of the evis exera iii video system center during set up for an unknown bariatric diagnostic procedure. The procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the olympus representative reported that the evis exera iii video system center would not display an image when using 180 model scope series but would work when connected to 190 series scopes. The olympus representative reported that the user had attempted to use a different maj-1430 connector (pigtail) but that did not resolve the issue either. As the issue was unable to be resolved, the device was sent in for evaluation and the customer¿s allegation was confirmed. During evaluation it was determined there was no image with the 180 scopes due to a faulty patient board set. In addition, it was noted there was a worn out video connector latch causing poor connection with the pigtails. It was also recommended to update the software version from 3.01 to 4.10. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the device fault could not be identified. The phenomenon was attributed to a faulty operational amplifier. The product was manufactured before countermeasures were taken for the operational amplifier circuit design change of the printed circuit board. The design record confirmed that printed circuit board design change has been made on april 16, 2018, regarding the phenomenon, image noise with 180 and 150 scopes. (Service bulletin: 151p-q0012 was referred). Olympus will continue to monitor the field performance of this device.